Manufacturer narrative:
.

Event description:
It was reported that during a procedure using an ambient super turbovac 90 wand, the tip fell off while inside the hip joint. The surgeon was unable to retrieve the missing tip from the surgical site. The procedure was successfully completed with a backup device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Based on visual and functional evaluation of the returned device, the complaint has been verified and the root cause was most likely associated with the device coming into contact with a metal object. Other factors that could contribute to the detached electrode includes: using the device for mechanical displacement of tissue through applied force, using the device as a lever to enlarge a surgical site or gain access to tissue or coming into contact with a metallic object. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.